Event description:
Received notice of complaint concerning above product from facility director of nursing. Reports an event in which a blood leak occurred upon intiation of the treatment. Blood detector alarmed and blood noted in the dialysate compartment. Treatment discontinued, exracorporeal system discarded. Reported blood loss approximately 200cc. New system set up and treatment completed without further incident. Reports no adverse effects to the patient, no medical intervention required. A medwatch form has been filed based on blood loss only. 2/10-spoke with director of nursing, reports device is available for evaluation. A response letter and mailer have been sent.